Manufacturer narrative:
Correction: one similar event for the lot referenced. An event regarding infection involving a uhr head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot.there has been 1 other event for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a patient underwent a hip replacement on (B)(6) 2016. Bipolar was implanted into the patient. The patient filed a lawsuit to hospital due to infection after operation. It was not reported that revision surgery was operated or not.

Manufacturer narrative:
The following devices were also listed in this report: secur-fit max 132 hip stem #6; cat# 6051-0625s; lot# mnkhnr. Alumina c-taper head 28mm/-2.5; cat# 17-28-3e; lot# 54063302. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that a patient underwent a hip replacement on (B)(6) 2016. Bipolar was implanted into the patient. The patient filed a lawsuit to hospital due to infection after operation. It was not reported that revision surgery was operated or not.